Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Checked the subject device and found the reported phenomenon was not duplicated, and also found that the camera cable sheath of the subject device had several cuts (holes) and there were water leaks from these cuts. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc considered that the reported phenomenon was attributed to the failure of the communication between the video processor and the subject device due to the destroyed electronic circuit of the subject device with the water invasion from the holes of the camera cable. In addition, it was surmised that the perforation (holes) of the camera cable might have occurred by reprocessing or storing of the subject device with tweezers, forceps, scalpels, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.